Event description:
It was reported that during a ptcra treatment procedure, difficulty was encountered with the operation of the rotalink plus. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous circumflex coronary artery. The physician used a rota floppy guide wire to cross the lesion. The rotalink plus became stuck several times during the procedure. Two passes were made at 180,000 rpms each, and the device stuck at 170,000 - 180,000 rpms. The pt was asymptomatic during this event. The 1.25 mm burr was removed and replaced with a 1.5 mm burr and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.